Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bracket that secured the bellows cover to the gantry was rubbing against the x-stage cover, preventing full motion along the x-axis. To restore functionality, the bracket was straightened. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the bellow cover bracker on the imaging system was binding with the access stage cover. There was no patient present when this issue was identified. It was later reported that the x-axis motion was restricted near the furthest extension due to the reported issue.